Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the tip of the drill bit broke while drilling during an initial metacarpal open reduction internal fixation (orif) procedure on (B)(6) 2016. The fragments were retrieved. Another drill bit was available for use. There was a 10 minute surgical delay due to the broken drill bit. The procedure was completed successfully and patient outcome was stable. Device was discarded. This is report number 1 of 1 for complaint (B)(4).